Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was hospitalized due to a wound infection at the insertion site of the spinal cord stimulation (scs) lead. Exudate fluid was observed and patient was in pain. The patient was treated with antibiotics. The cause of the reported issue is unknown. The physician stated that the result of the blood culture was negative. There were no obvious symptoms of meningeal irritation (such as neck stiffness or kernig's sign), and the patient was diabetic. The symptoms of infection were improving, and the patient is being monitored.